Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model eg29-i10/serial (B)(4). The user also stated the event occurred while performing pre-inspection check of the device. No further information was provided at the time of the report. The device was returned to pentax on 06/22/2021. Pentax service inspectional findings included: remote control button #1 button is deformed, passed dry/wet leak tests, umbilical cable abrasion, #1 remote control button intermittent function, fluid invasion not observed in control body nor in the pve connector. The customer complaint of no video image was not able to be duplicated. Repairs were performed on the device which included replacement of the following components: o-rings and seals, electrical connector assy, and pcb for ccd drive pb-free. The device was returned to the customer on (B)(6) 2021. This device has been routinely serviced at a pentax facility since the device was put into service.